Event description:
It was reported to philips that the tempus pro will not boot up past the rdt screen.

Event description:
It was reported to philips that the tempus pro will not boot up past the rdt screen.